Manufacturer narrative:
(B)(4)

Event description:
The customer reports: according to the IFU, the dilator was broken and md couldn't get inside. So md did not use it, and md finished the procedure with teleflex's same product.

Event description:
The customer reports: according to the IFU, the dilator was broken and md couldn't get inside. So md did not use it, and md finished the procedure with teleflex's same product.

Manufacturer narrative:
(B)(4). The customer returned various components including a sheath/dilator assembly for evaluation. The dilator was returned removed from the sheath. Visual examination of the dilator revealed that the material on either side of the tip of the dilator was deformed/damaged. The tip of the dilator is split in two locations around the circumference of the tip and a portion of the tip material is folded back. The cracks in the tip contain white discoloration, indicating stress. No other damage to the dilator or sheath was observed. The dilator body length, the dilator inner diameter, and the dilator body outer diameter were measured and all were found to be within specification. The dilator tip inner diameter could not be measured accurately due to the damage. The dilator was able to pass through the sheath valve and sheath body with minimal resistance. A device history record review was performed on the dilator and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggested techniques for dilator insertion. It instructs the user to "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide" prior to dilator insertion. Customer did not state whether the scalpel was used. Other remarks: the reported complaint of the dilator tip damaged during use was confirmed by complaint investigation. The tip of the returned dilator was cracked and the material was folded back. The dilator tip contained discoloration at the cracks, indicating stress. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the condition of the sample received and the customer report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.